Event description:
Patient has right-sided hf due to two transvenous leads crossing the tricuspid value (one or which was pinning one or the valve leaflets). Md decided to remove all transvenous leads and implant a leadless ipg before the patient undergoes valve surgery. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).